Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was 354 mg/dl. Customer stated that the menu and center button were getting stuck. Customer reported that they did received a sensor updating or sg not available alert and did not received a calibration not accepted alert. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.